Manufacturer narrative:
Hologic technical support (ts) reviewed the logs for the sars-cov-2 tma and sars/flu runs. There were no hardware or reagent issues that would have contributed to the observed results. For the sars/flu run, ts noted that almost all samples in this run were positive, so they questioned if there was a potential handling issue. Hologic product applications specialist (pas) reviewed the logs for both affected runs. Pas noticed a delay in kinetic curves with the tma assay when compared to another instrument with good curves. A technical support expert reviewed the kinetic curves and confirmed there were no issues that would have affected the tma results. Pas suspected the samples or reagents may have been mishandled, especially since almost every sample in the sar/flu run was positive. Hologic field service engineer (fse) was dispatched to service the instrument. Fse cleaned the real-time fluorometers in the amp incubator, aligned the amp incubator to the linear distributor, and calibrated the auto detect fluid pumps and luminometer olv board. All checks and verifications passed, confirming the instrument was operational. Hologic completed a risk assessment and determined the residual risk is considered as far as possible. The affected patients are in an inpatient unit and are continuously monitored. No serious injury has been reported to hologic in association with this issue. Both assays¿ package inserts note that clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
On 10/16/2023, the customer reported to hologic that there were eight discrepant results between the aptima sars-cov-2 tma and aptima sars/flu assays run on panther instrument sn (B)(6). One of the in-patient units at the customer site was experiencing a sars-cov-2 outbreak, so patient samples were split into two tubes and tested on 10/12/2023 using both the sars-cov-2 tma and sars/flu assays in worklists (B)(4), respectively. Because the patient samples were not tested from the same tube, hologic advises that the results produced from each assay cannot be compared. Eight samples were negative for sars-cov-2 using the tma assay (lot 561911) and positive for sars-cov-2 using the sars/flu assay (lot 839946). Of note, the customer had validated the sars/flu kit by running panels a and b as well as external clinical proficiency materials. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The customer reported the results as negative because the sars-cov-2 tma assay was previously validated on their instrument and is what they routinely report for their patient testing. The patients were in an inpatient unit and under respiratory and contact precautions. They were tested every 72 hours until there were two rounds where no new patients were identified as positive. There were no associated or reported adverse events. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.